Manufacturer narrative:
The guide wire was returned engaged in the oad. The distal spring tip section was lodged within the fractured driveshaft crown and tip bushing section. The guide wire spring tip core wire and support ribbon were fractured. The damaged sections were sent for scanning electron microscopy (sem) analysis. Sem analysis of the guide wire spring tip support ribbon and core wire fracture revealed necking and tensile dimples. The proximal spring tip solder bond showed signs of being pulled into the tip bushing and axial surface damage. This is consistent with complaint details that state, "the viperwire was pulled back in an attempt to remove the oad. During the attempt to remove the oad, the viperwire spring tip fractured". Therefore the root cause of the fractured spring tip is user error as it was pulled to failure during removal attempts of the wire and stuck crown section. The diamondback 360 coronary orbital atherectomy system instructions for use warns, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." At the conclusion of the failure analysis investigation the reported guide wire fracture was confirmed. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4). A reportable event related to the oad used in this case was also reported. The event has been submitted under MDR 3004742232-2020-00118.

Event description:
A viperwire guide wire was used with an orbital atherectomy device (oad) for treatment of a lesion in the ostial to proximal circumflex (cx). Approach through the left main (lm) artery to the cx was difficult and was more acute than 90 degrees. Multiple balloons and exchange catheters could not be advanced to the treatment area. The vessel was primary wired with the viperwire guide wire due to this. The oad was advanced, and treatment was performed distal-to-proximal with slow progression and gentle pressure. Three successful treatments were performed. The oad became stuck in the vessel during treatment, and the viperwire was pulled back in an attempt to remove the oad. During the attempt to remove the oad, the viperwire spring tip fractured and was snared. Following removal of the fragment, there were no noted vessel complications, and a stent was deployed in the distal lm. The patient was discharged home.